Event description:
It was reported by the rep that the (1) al326 was used during an endoscopic subfacial perforator procedure. It was reported that the surgeon was using the device to ligate structures endoscopically in the pt's leg. The entire mechanism on the end of the clip applier (upper and lower jaw) detached and fell into the pt's leg. The surgeon did not retrieve the pieces of the instrument that fell into the leg.